Manufacturer narrative:
This per was determined to be supplemental information to MFR# 2916596-2025-01039 and the investigation findings will be submitted under there.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the only thing displayed on the system controller was a system controller failure and the patient lost consciousness. The display buttons were not responding making it impossible to display history and various parameters. The wrench lamp was not illuminated and no beeps occurred. A system controller replacement was done as the system controller seemed to be defective. The defective system controller would be returned. The log files were reviewed and confirmed system controller faults on (B)(6) 2024 due to a communication issue with the display.